Event description:
It was reported that a positive supply bgnd test was experienced.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was in good condition. The customer stated problem was duplicated, force sensor test error was found at power up and unable to calibrate the force sensor test. Fluid ingression was found inside of plunger assembly. The error was found also in the event history log. Replaced the whole plunge assembly, plunger tube and plunger cable. The cause of the reported problem was traced to the user manipulation of the device (fluid ingression). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.